Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported system failure error. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes updates were not required., corrected data: corrected information is provided in sections d.1 and d.4.

Event description:
Additional information was received and attached to the file on 25 august 2022. There was no patient incident.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition, no signs of external damage. There was evidence of the error recorded in the event history log. The reported problem was not duplicated at power up, however the backup beep sounded abnormal. It was discovered that the main board was not operating as intended. The investigator was unable to determine why as no visible damage was found, but it was note that the faulty main board was the possible cause of the reported problem and was replaced as corrective action. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review is not required. Service review identified this device has not been in for service previously.